Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was via right femoral artery puncture. The 80% stenosed target lesion was located in the left renal artery. A 5.0mmx19mmx150cm express vascular sd was selected for use. During the procedure, the stent was advanced into the body along with the guidewire, however, it could not pass through the lesion and became deformed. The procedure was completed with another of same device. There were no patient complication as a result of this event and patient was stable post procedure.